Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm noted. The pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). They were unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor was tested outside of the device and passed. The pump had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was receiving a motor error alarm on the insulin pump. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer stated that the alarm started happening the night before last. Customer ran a self test and stated that the pump was ok. Customer went to an airport 3 weeks ago. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.